Manufacturer narrative:
(B)(4). Method: trend analysis, evaluation of video. An evaluation of video depicts application of partially applied duraseal product. The applicator tip was not engaged with the mixing nozzle. The fluid in the blue precursor syringe was light blue in color and highly viscous; this serves as an indication that the peg in the vial was not completely diluted into contents of the blue precursor syringe before withdrawing the contents back into the syringe. The remaining contents of the applicator were applied to the patient site to demonstrate the failure to polymerize alleged in previous attempts to apply duraseal; the duraseal failed to polymerize when applied. Visual inspection of the returned video confirmed the product did not meet quality release specifications that were assessed regarding the reported condition; therefore, the reported condition was confirmed. A review of complaint data reveals no trend for a device related failure for this condition. No enhancements or improvements were generated for the reported condition. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. However, the investigation detected a secondary condition of improper preparation that has no relationship to the reported incident. Conclusion: the root cause of the failure to polymerize an inconsistent color could not be reliably determined without the physical product available for evaluation; however, the most likely root cause for the observed failure is related to a failure to mix the peg and the contents of the blue precursor syringe until the peg is completely dissolved. The root cause of the tip not engaged with the mixing nozzle is related to a failure to properly prepare the device for application per the instructions in the IFU. The file was concluded to be could not be reliably determined with a secondary condition relating to misuse of the product.

Event description:
On an unknown date the duraseal was in use during surgery and there was no color or solidification of the product. The medical staff used it first with the tip and it did not work so they used all tips after that. Then because it did not work they removed the tip an used directly without a tip. A video file was provided to ils by the customer. Additional information has been requested.